Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00561. Per the (B)(6), he ordered a replacement level sensor six weeks ago for this issue (refer to emdr #1828100-2016-00561), and still has not received a replacement. The fsr left the defective sensor in place and nothing to return, since replacements are currently back ordered.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the yellow level sensor passed ¿thin wall¿ test but failed the ¿thick wall¿ test. There was no patient involvement.

Manufacturer narrative:
The reported complaint is confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the complaint condition of no detection of "air" on "thick wall" side of test reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the yellow level alert sensor and verified operation of new sensor. The device operated to the manufacturer's specification.